Event description:
The customer reported that the device had issues with pacing. No pt harm occurred.

Manufacturer narrative:
(B)(4): a follow-up report will be submitted upon completion of the investigation.